Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s medications needed to be adjusted. No therapy issue was reported. The device system was used to deliver dilaudid, clonidine and bupivacaine. It was later reported that the patient had been admitted to the hospital. The caller stated that the clonidine lowered the patient¿s blood pressure dangerously low. During the medication adjustment the patient¿s dose was lowered. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient had developed a large cardiac tamponade. The patient was treated at the hospital, the cardiac tamponade was drained, and the patient¿s blood pressure returned to normal. Patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).